Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during bolus deliveries. In addition, it was reported that an occlusion alarm occurred. A new cartridge was successfully loaded to address the events. The customer's blood glucose level was between 140-160 mg/dl.